Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Myomectomy- "during use of the device the surgeon made a small incision with the surgical scissors in the alexis ces bag during specimen morcelation. " type of intervention: "unknown." Patient status: "unknown."

Manufacturer narrative:
Additional information requested and received. Patient status: "the patient status is okay. No cancerous cells where discovered in the specimen" investigation summary: all components of the alexis contained extraction system were returned for evaluation. Upon visual inspection, engineering noted several cut marks on the guard. Engineering performed a water fill test to identify damage of the bag and found one cut on the bottom portion of the bag. The cut was examined under a microscope and appeared to be a small v-shaped line in profile. Engineering confirmed the complainant's experience that the event device was damaged by scissors. The instructions for use (IFU) states "the specimen containment bag is not intended to come into contact with sharp or traumatic instrumentation and cutting devices..." And cautions the user to "use a scalpel to manually morcellate the specimen, with care taken to not grasp or cut the bag." In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.